Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that healthcare professional (hcp) had determined that implantable neurostimulator (ins) was almost near end of service (eos) and would need to have it replaced. Patient was in the process of scheduling replacement surgery. Patient stated reason for calling today was to find out if ins was under warranty and what steps does they need to take to have all costs covered since "ins was faulty." Patient stated that ins was faulty because they were told it was to last five years and it had been only a year. It was reviewed that longevity was different for every patient, it was dependent on usage and settings. Analysis procedure and warranty had been reviewed. It was reviewed that hcp should contact local representative and work with rep in regards to patient's reported issues. It was either (B)(6) that hcp determined ins was nearing eos. Patient was at implant doctor's office yesterday as they were not happy with current doctor. The representative happened to be there and hcp asked them to interrogate the patient's de vice as the battery was almost depleted even though it had been implanted for just over a year. Patient reported that they were told by current doctor that they needed to have a replacement. The representative interrogated the device and it was programmed with all 4 electrodes on (0+, 1-, 2+ 3-) and voltage was 4.1. There was an impedance issue on several electrode configurations (>4000) and battery was almost depleted. Hcp scheduling them for a complete revision at a later date. Device remained implanted. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.